Event description:
It was reported that customer experienced a pump malfunction alarm identified as malf 0 with associated fault information while using insulin pump in ireland, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily insulin injections as backup therapy, and technical support arranged shipment of replacement pump, confirmed shipping address, instructed customer to place malfunctioning pump into storage mode and return it with prepaid label within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor to replacement pump, all of which customer understood and acknowledged.